Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 80-90mg/dl fasting. Verified the strips expire 7/31/2017. Customer confirms the strips have been properly stored and were first opened 4/20/2016. Customer is concerned with a meter to meter comparison performed fasting on 04/20/2016 at 09:44am with test results of 82 mg/dl using alternate meter and 106 using truetrack meter. Reviewed meter memory: (B)(6). The customer is concerned about these results: 106 mg/dl,101 mg/dl, 113 mg/dl,136 mg/dl. The customer is stating that when he has compared his meter against his alternate meter, it is reading higher. The customer has not made any recent changes in his diet, exercise regimen, or medication. The customer is testing two to three times a day (fasting) and is on medication to control his diabetes (pill form).